Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).

Event description:
The following was reported to hamilton medical ag: sensor pexpvalve fails during self-test or is out of range >2 sec.no patient involvement.